Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the rca. Approximately 09 months post index procedure, patient suffered from myocardial infarction (unknown vessel). Investigator and safety assessed that the event was not related to index device or antiplatelets medication. Patient recovered.